Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment; device was tested on as received condition, found tissue built up on the grasping section of the device. The teflon pad was found separated from the jaw exposing metal. Approximately 45% of teflon pad is missing and was not returned along with the device. Probe check was performed and device passed the probe check. The distal end of the probe was inspected under a microscope and found no visual damage to the probe. In addition, a short circuit error was observed when the jaw was closed. The user¿s complaint was not confirmed. The most likely cause for such teflon pad damage is due mishandling of the device. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during total laparoscopic hysterectomy procedure the probe tip ¿frayed¿ at the end. No device fragment broke or fell off. No damage to teflon pad and no metal was exposed. There was no medical or surgical intervention needed. The device was inspected prior to use and no abnormalities were found. The intended procedure was completed using another thunderbeat device.